Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported that the surgeon inserted the locking screw. The driver tip was broken. The surgeon was not able to remove the broken piece and there was left in the patient body.